Manufacturer narrative:
Unit received compromised forced sensor system alarm during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime or compromised forced sensor system alarm test, excessive no delivery test due to compromised forced sensor system alarm. However, unit passed rewind test and displacement test.

Event description:
The customer reported via phone call that they experienced low blood glucose and high blood glucose. The customer¿s blood glucose level was 300 mg/dl. The customer was treated with bolus. Troubleshooting was done for high blood glucose and under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.